Event description:
It was reported that the device would not interrogate two weeks post implant. It was later noted that the device had delivered 25 hv therapies since implanted. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.